Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the mid right coronary artery. A 2.50 x 16mm synergy ii drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and it was noted that the strut was lifted. The procedure was postponed. No patient complications were reported.